Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 190-270 mg/dl due to bent infusion set cannulas. She stated, she inserts the infusion sets manually. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.